Manufacturer narrative:
The technician found wires crossed at the noise filter. The technician corrected the wires, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has a loss of ground.